Event description:
It was reported that the rear case and connector on the external pulse generator were physically damaged. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the rear case and connector on the external pulse generator were physically damaged. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the case and connector were physically damaged and found that the case was contaminated as well. Analysis also found that the battery release, battery drawer and the keyboard were contaminated, that the two side bail covers and the ring cover were broken, that the battery contacts were compressed and that the two side bails and the ring were missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.